Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient had not seen a doctor since her last visit over a year ago, where they readjusted her medication. The hadn't had it refilled or checked since then, and they stopped going since they could not find a doctor and did not know anything about the pump. It was confirmed this occurred in 2017 "sometime" and that a refill was missed. No alarms or beeping was heard. It was noted the patient was at "109 cc" and they cut that down "in half" because it was making the patient sick and giving her really bad headaches. No further issues were reported or anticipated.